Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken.

Event description:
Introducer broke off in a pt's leg. No reply was received to request for add'l info regarding this issue (i.e. Part #, lot#).